Event description:
A home pt's spouse contacted baxter's tech svc ctr to report a "reload set 201" alarm being received prior to the home pt's automated peritoneal dialysis therapy. Per initial report, the home pt was attempting to reuse their homechoice set. The home pt's spouse advised that they only change out their homechoice sets 2 times a week. Baxter's tech svc ctr assisted the home pt's spouse in ending therapy early. Therapy was performed by setting up with new supplies. No further alarms were received. No pt injury or medical intervention was associated with this incident, per the home pt's nurse.